Event description:
Initial report was received in 10/2002 with information stating that a piece of the device broke during an acl repair. The tip of the instrument was retrieved but a "bigger cut" had to be done. There were no further injuries. The procedure was completed with the piece was retrieved.